Event description:
It is reported a portion of the trabecular metal was found detached near the edge of the medial peg on x-ray 3 years after implantation.

Manufacturer narrative:
This report will be amended when our investigation is complete.